Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). A quality review was completed for this report of a check heater line alarm. This report was not confirmed in the lab due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The home patient (hp) contacted baxter's (B)(4) regarding a check heater line alarm which occurred on the homechoice (hc) during fill 1. The technical service representative (tsr) had the hp troubleshoot the alarm and it returned. The technical service representative (tsr) advised the hp that they would need to start over with new supplies. The tsr assisted the hp in ending therapy. The tsr advised the hp that they would need to bypass the initial drain as they had completed initial drain. The hp confirmed to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011 (B)(4) spoke with the hp who stated she did not notice any visible damage or abnormalities with the cassette that was in use. The hp stated she discarded the sample and did not know the lot number. The hp stated that she noticed there was bubbles in the heater line. The hp stated that she was able to resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.